Manufacturer narrative:
Siemens has completed an investigation of the event. When investigating the rotating parts on the inside of the system no damage could be found. Accordingly, the sealing strip must have been damaged by an external force which could have only been done by the patient during the scan. The patient was not immobilized during examination which is mandatory for patients who could move uncontrollably (see addendum to operator manual - somatom sensation/emotion - syngo CT 2014a - print no. C2-023.623.66.01.02 - page a.1-6: "uncontrolled movements of the patient: motion artifacts and/or injuries of the patient may occur if he/she moves uncontrollably during acquisition. Immobilize the patient, if necessary."). The reported problem was resolved by replacing the broken sealing strip. The system was brought back to clinical operation and a safety assessment has been performed. No systematic or design issue could be identified, and the system works as specified. Therefore, no further measures are deemed necessary.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom sensation 64 and sensation cardiac CT system. It was reported that the sealing strip broke which prevents patients/operators from reaching inside the system and touching the rotating parts. According to the customer, she did not see how it happened, but assumed the patient broke the strip and pushed it into the gantry which caused a loud pop. The customer stated that the patient was in a very confused state and was moving around. The patient did not have to be rescanned; and we are unaware of any impact to the state of health of the patient or user involved.